Event description:
During the vitrectomy procedure, the machine produced intermittent air bubbles in the tubing that were sent into the operative field (eye). The surgeon was able to complete the case.air bubbles in the tubing has occurred before with this vitrectomy unit and the vendor was contacted and did direct case observations with unit inservices provided to the surgeon group and the nursing team in the or.====================== health professional's impression======================the surgeon voiced her concerns of repeated issues with "air bubbles" being present in the tubing and affecting the functionality of the system intraoperatively. She indicated the vendor would be notified of the event.